Manufacturer narrative:
One set model 10062818 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and pressurized. No leak was observed. No damage to the tubing was observed. The customer complaint was unable to be replicated.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
While starting blood on the patient, blood began dripping from tubing. Primary rn noticed a hole in the tubing. No patient harm.